Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet indicated high blood glucose, which was corroborated by a fingerstick of 417 mg/dl after an infusion set change the prior evening; the user was guided through changing the infusion set again and relocating the site, and subsequent capillary measurements showed a downward trend. Symptoms included hyperglycemia without reported acute complications. Outcomes included user education, troubleshooting, and continued monitoring, with no emergency care or hospitalization. Investigation included telephone-based assessment, review of dosing visibility via caregiver application, and guided infusion set replacement. Investigation of this case revealed no confirmed device malfunction and suggested inadequate insulin delivery likely related to infusion site or set performance, given improvement after site change and continued dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user or infusion set factors rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.